Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device started to use in the evening on (B)(6). On the morning of the 17th, a low flow alarm was triggered, but when the me (medical engineer) checked, the alarm was not sounding, and the device was operating normally. Additionally, the patient's body temperature appeared to be controlled as intended. At 14:30, upon reviewing the event history, the flow rate was around 1.0¿1.3 and the device was functioning without issues. However, there were multiple records of the 02 low flow alarm being triggered. There was no record of the 113 water temperature control degradation alarm that had occurred during wo-00106309. While monitoring the situation, the flow rate dropped to 0.6 when the water temperature began to rise from 35°c. No alarm was triggered at that time. The flow rate increased to 1.3 within 1¿2 minutes, but there appeared to be fluctuations in the flow, and the me was concerned about the cause. Per additional information received via mail on 24sep2025, the device will be sent to imi, and the issue has not been resolved yet.